Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The patient developed a pocket and lead tunnel infection in the subcutaneous space. The device and electrode were extracted. Cultures were obtained and the wounds were debrided. The pocket and xyphoid incisions were washed and closed. No further complications beyond the extraction procedure were reported.